Event description:
Info rec'd indicates the valve was removed during implant due to regurgitation as noted on echo. Hcp also indicted that one leaflet appeared folded at implant. The valve was replaced intraoperatively with no affect to the pt.